Event description:
It was reported that the hme was in use on a pt that was prone to copious secretions (contraindicated in the product labeling) and flow became restricted. Caregiver alleges that this contributed to the pt saturation decreasing. The pt was removed from the ventilator and manually ventilated while the hme was in line, with some improvement in vital signs. Pt placed back on mechanical ventilation, and vital signs decreased. The manual ventilation was restarted with hme still in line. A visual examination of the set-up after the second manual ventilation found the foam inside the hme to appear distorted, so the hme was changed. The report claims psychological trauma to the pt. The actual sample has not been received for evaluation after multiple attempts, although reported available.